Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No further info was available at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, considered this report complete to the best of our knowledge.